Event description:
During a ptca procedure, the catheter became stuck on another manufacturer's wire. The procedure was completed with another device. No patient injuries or complications were reported.